Event description:
It was reported that shaft break outside the patient's body occurred. The target lesion was located in an unspecified vessel of the left heart. An unspecified guide catheter was advanced. The 2.50mm x 15mm emerge balloon catheter was selected to dilate the lesion. When the device was advanced into the guide catheter, it was noted that the mid part of the shaft of the device broke; however, the break was on a portion of the shaft that had not entered the guide catheter yet. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).